Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller experienced purge disc/flag issues. No report of patient involvement.

Manufacturer narrative:
The investigation has been completed. The console ((B)(6)) was sent back for further investigation. Visual inspection of the purge assembly area confirmed a cracked blue retainer. The root cause of the issue was broken purge disk retainer. This report is being filed as part of a retrospective review of historical records.